Manufacturer narrative:
Consumer stated they experienced enamel defects. The serial number of the toothbrush was not provided. Complaint received from (B)(4). Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that they experienced enamel defects at the junction of their teeth and gums while using a sonicare power toothbrush.

Manufacturer narrative:
Additonal accessories returned and no malfunction found upon analysis: part number: date code: description: hx9100 151216 2 diamondclean base charger; hx9210 160601 3 travel case charger; hx606x 160610 11m 163 black diamondclean brush head; hx900x 160610 22m 162 intercare brush head. The root cause of the customer's complaint could not be determined.